Manufacturer narrative:
Intuitive received the stapler 45 instrument associated with this complaint. And failure analysis found the instrument had a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing. The primary failure of broken grip cable was related to the customer reported complaint. And was associated with a failed component.

Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure. A wire was noticed to be sticking out of the hinge on the stapler 45 instrument. The procedure was completed with no reported injury.